Event description:
The customer reported that the device was activating intermittently. On some occasions, the device activated and end tones, indicating completed seal cycles, were heard, but minor bleeding was seen at the seal site. There as no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.